Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, and weight, were not provided. Section b.2: date of death: the date of death is not known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Non-target embolization is a known potential complication associated with trufill n-bca liquid embolic agent and is listed in the instructions for use (IFU) as such. There was no alleged quality issue related to the used device, as the device performed as intended. As explained in the referenced medical literature, ischemic complications that occur immediately after endovascular aortic repair (evar) can be due to clot formation or clot embolization into aortic side branches and include colonic, renal, and pelvic ischemia. In patients with concurrent small bowel ischemia, thrombus or atheroma in the aneurysm neck or iliac arteries were found to be dislodged. It is thought that during the procedure, debris can be flushed upstream into the superior mesenteric artery by blood flow turbulence and mechanical manipulation. The microemboli may be flushed into renal arteries, the inferior mesenteric artery, the hypogastric artery, and distal vessels, leading to acute renal insufficiency, colon ischemia, and ischemic lower extremities, as well. Patterns of segmental or patchy ischemia support the concept that microembolization has an important role in ischemic complications after evar. The event may have been related to clot formation/microembolization during the procedure, as there was no indication that non-target embolization occurred during the use of trufill n-bca. However, the correlating relationship between the event of the used trufill n-bca as a causal or contributing factor cannot ruled out entirely. Additionally, the nursing staff felt the event was possible attributed to glue traveling through the vascular system and causing the ischemic leg and necrotic bowel. Based on this information and the inability to rule out the device as a contributing factor, this event meets USA FDA reporting criteria under 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. References: maleux g, koolen m, heye s. Complications after endovascular aneurysm repair. Semin intervent radiol. 2009 mar;26(1):3-9. Doi: 10.1055/s-0029-1208377. Pmid: 21326525; pmcid: pmc3036452. Zhang ww, kulaylat mn, anain pm, dosluoglu hh, harris lm, cherr gs, dayton mt, dryjski ml. Embolization as cause of bowel ischemia after endovascular abdominal aortic aneurysm repair. J vasc surg. 2004 nov;40(5):867-72. Doi: 10.1016/j.jvs.2004.08.054. Pmid: 15557898. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the voluntary medwatch (mw5169480). The patient was admitted to interventional radiology (ir) for coiling and glue placement to treat an endoleak. The patient underwent the endovascular embolization procedure where the trufill® n-bca liquid embolic system-2 gram kit (631400 / lot# unknown) was used. After the procedure, the patient had discharge orders but started to experience acute abdominal pain and the patient lost the pulse in his left foot. The patient was admitted to the critical care unit (ccu) and CT angiogram showed high-density material in the right hepatic, distal splenic arteries, and distal superior mesenteric artery (sma). The patient was taken to the operating room (or) emergently for aortogram, sma stent, left popliteal cut down, and tibial thrombectomy, left lower extremity angiogram, left dorsalis pedis cut down, and pedal thrombectomy. It was also reported that on an unspecified / unknown date, the patient also had an exploratory laparotomy with right hemicolectomy. Surgical findings include an ischemic ileum with a well-perfused jejunum and colon. On another unspecified / unknown date, the patient was returned to the or for a second look. The findings indicated that the majority of the small bowels are nonviable, and the gallbladder is necrotic. There are less than 40 cm of viable bowels, and this area is punctuated with small patches of ischemia. It was the understanding of the nursing staff that the glue traveled through the vascular system which resulted in the ischemic leg and necrotic bowels. It was reported that when the physician spoke with the family, he mentioned that he was unsure how this could have happened. Palliative care was consulted and the patient¿s family decided to transition the patient to comfort care. The patient passed away (the date of death was unspecified / unknown).